Event description:
It was reported that approximately 42 months post implant of a bifurcated device and two suprarenal aortic extensions, the patient presented emergently to the hospital room with unknown symptoms. The hospital performed a computed tomography scan which indicated the patient had a noticeable endoleak and had ruptured. The physician elected to correct the endoleak by implanting a competitor device. The patient survived the procedure but expired on (B)(6) 2015 from unknown causes. It was also noted the aneurysm sac had been expanding over the 4 year period. There was also a endoleak that had been embolized on a previous unknown date.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr.